Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) could not capture in the atrium until the ventricular output was increased. The epg was being used with a lead in the patient's atrium and no ventricular lead. There was no atrial capture until the ventricular output was increased to an unknown level. The epg was tested in the customer's biomedical engineering department and passed output tests. The status of the epg is unknown. No patient complications have been reported as a result of this event.